Event description:
During an acl reconstruction screw broke on 2nd insertion. Graft wrapped around screw on 1st insertion, was backed out, graft flipped and same screw reused. Dilator used as a punch to insert screw. Different screw used to fix femoral bone block and pt's safety was not compromised.